Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? What is meant by, ¿it was impossible to activate the device stapling?¿ did the device cut or staple at all? Does the surgeon believe that the extended hospital stay was due to the product issue reported or were there other contributing factors that were not related to the device? Why or why not? Did the they alter the firing knob position from side to side before firing? What color setting was selected on the device and what was the sequence of the firings? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? What is the current patient status?

Event description:
It was reported that, impossible for the surgeon to activate the device stapling. Use of another device and another reload from the same lot. Procedure: unknown. Consequences: extension of hospitalization.